Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an infectious reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of an infectious reaction as follows: precautions for use: "as a matter of general principle, implantation of medical device is associated with a risk of infection."

Event description:
Healthcare professional reported after injection to the cheekbone area with unspecified juvederm voluma patient developed an "infectious reaction." No medical or surgical intervention noted. Symptoms are ongoing.